Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection two weeks after an implant of an implantable cardioverter defibrillator (ICD) system with an absorbable envelope. Cultures were taken and the organism was identified as pseudomonas. The physician suspected a potential allergic reaction to the absorbable envelope. The ICD system was explanted. No further patient complications have been reported as a result of this event.